Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4 (UDI), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d10 as the lot and serial numbers are not available, the UDI is incomplete. No decon or visual inspection performed since product was not returned and could not be evaluated. The complaint involved cath lab staff contacting emergency support due to concerns about an intra-aortic balloon pump (iabp) waveform that appeared abnormal, specifically described initially as low augmentation. During the initial call, the nurse expressed uncertainty about proper balloon positioning, asking whether the balloon should be below the renal arteries. Guidance was provided regarding correct placement using anatomical landmarks, after which the nurse indicated the issue might be positional. A second nurse later called reporting continued concern from the physician about augmentation, though at that time the augmentation was described as higher than the systolic pressure, suggesting inconsistent waveform interpretation or changing conditions. Attempts to obtain additional information, including monitor screenshots and product surveillance details, were unsuccessful due to clinical demands and lack of follow-up. No patient harm or injury was reported, and subsequent contact attempts were not answered. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the most likely root cause of this event is suboptimal or incorrect iabp positioning, which led to inconsistent and inappropriate augmentation readings. This conclusion is supported by the initial uncertainty expressed by staff regarding correct balloon placement, the suspicion raised by the nurse that the issue was positional, and the variability in augmentation observations reported across calls. Contributing factors include limited user familiarity or confidence with proper positioning, incomplete data collection that prevented thorough remote troubleshooting, and communication gaps during staff transitions and follow-up. Overall, the issue appears to be related to device use and positioning rather than a confirmed device malfunction. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer through emergency support program (esp), that during use the sensation plus 50cc intra-aortic balloon (iab) migrated. During troubleshooting, the nurse reported low augmentation. No harm is reported.